Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
(B)(4), during a laparoscopic cholecystectomy procedure, the hasson trocar failed. The trocar was unable to create a proper seal, resulting in an air leak and the inability to maintain a pneumoperitoneum when an instrument was placed through the trocar. The hasson trocar was replaced and the case was then continued. There was no patient consequence.